Event description:
It was reported that the patient received several shocks due to noise. Technical services recommended reproducing the noise with isometrics. It was noted that the lead noise may be the result of a micro-fracture or insulation issue. No further information was available after the reported event.